Event description:
Consumer called and stated that after using the patch on her neck, it caused redness and pulled off some of her skin. Stated, she contacted a nurse who advised her to stop using it.